Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided device imagery revealed a fully circumferential radial inflation balloon burst with nose tip, distal balloon shoulder, and guidewire lumen completely separated from the rest of the delivery system. Additionally, a majority of the inflation balloon working length was fully separated. A review of the provided patient anatomy imagery revealed there was calcification in the landing zone. Calcification and tortuosity were also present in the patient access vasculature. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on evaluation of the provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as review of the provided patient anatomy showed calcification was present in the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the balloon separation and difficulty withdrawing the delivery system through the sheath that resulted in an intervention being performed, these events were also confirmed based on evaluation of the provided imagery. The available information suggests patient factors (tortuosity) and/or procedural factors (withdrawal of altered balloon profile and non-coaxial withdrawal) likely contributed to the withdrawal difficulty as review of the provided patient anatomy imagery showed tortuosity was present in the patient access vasculature. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. In addition, a tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured. The delivery system was unable to be withdrawn and a surgical cutdown was required to remove the delivery system. Additional information was provided by the field specialist revealing the balloon rupture occurred at the very end of valve deployment. All volume had been given. No post-dilation was needed. The balloon was fully inflated when it ruptured. There was no extra volume added to the balloon prior to the inflation. There was mild to moderate calcium in the landing zone. The delivery system was partially inside the esheath+ when it became difficult to remove. A surgical cutdown was performed along with placement of a graft to repair the vessel. There was device imagery provided. A review of the device imagery revealed the delivery system appeared to have been cut. Additionally, there was a piece of the balloon that had separated. Upon follow up with the field specialist, it was indicated that the delivery system had been cut for better control during the cutdown. Regarding the graft placed to repair the vessel, it was noted that a cutdown had been attempted, but there was resistance being encountered from calcium. A vascular surgeon was then called in to assist. It was unknown if there was an injury, but when the vascular surgeon was called in, a graft was requested and it was assumed that it was to cut the vessel where the delivery system balloon was stuck and then repair it.

Manufacturer narrative:
The investigation is ongoing.